Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reportedly melted. Boston scientific technical services (ts) referred the patient to the clinic. There was no further information provided. As of this time, the lead remains in service. No adverse patient effects reported.